Manufacturer narrative:
(B)(4). Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The device was not returned for analysis. The post-initial implant imaging was reviewed. The out-of-range failure was due to an unorthodox implant procedure. The device history record was reviewed. No relevant nonconformances were found. H6 updated.

Event description:
It was reported that the patient underwent revision surgery due to the progression of the left lead's out-of-range/high impedance failure. There was no patient harm or injury. Both leads were removed, and two new leads were implanted without complications. The right lead is functional but was replaced only as a precaution. Although requested, the hospital kept the removed leads. Therefore, no device evaluation can be carried out.

Manufacturer narrative:
Mml#: (B)(4).

Event description:
It was reported that the patient underwent revision surgery due to the progression of the left lead's out-of-range/high impedance failure. There was no patient harm or injury. Both leads were removed, and two new leads were implanted without complications. The right lead is functional but was replaced only as a precaution. Although requested, the hospital kept the removed leads. Therefore, no device evaluation can be carried out.